Manufacturer narrative:
The technician found fluid leaking from the gas springs. He replaced both gas spring assemblies to repair the stretcher.

Event description:
Info received indicates the head section will not lower to the flat position.